Event description:
The rn was discontinuing a non-functioning peripheral IV and observed that the peripheral catheter was not intact, with a significant portion missing. The patient went to interventional radiology to have the missing piece removed, and the piece was successfully removed.